Manufacturer narrative:
The customer reported that the central nurse's station (cns) gets stuck on the american mega trends screen. The customer has moved hdd port 2 to hdd port 1, he has also removed hdd1 and tried to reboot with hdd port 2 inserted, but the issue persists. The customer will send in the unit for repair. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) gets stuck on the american mega trends screen. There was no patient injury reported.